Manufacturer narrative:
Product analysis: the products were not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Note: no unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the physician that overall his implant population has noted five cases of endocarditis that were reported on transcatheter pulmonary bioprosthetic valves. No further information was provided. No additional adverse patient effects were reported.